Event description:
It was reported that during the extraction of another lead, the atrial lead dislodged and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead in segments was received and analyzed. The helix will not come out because of the distal distortion with in the lead, helix can not be measured. Distal conductor distorted. Proximal conductor distorted. Inner insulation kinked buckled. Outer insulation torn. White substance on the outer insulation. Lead is stretched. Blood on all conductors and helix.